Manufacturer narrative:
Reference medwatch 2032227-2015-04246 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to her high blood glucose level of 1000 mg/dl. She was in intensive care unit four days. Her insulin pump and transmitter were lost in the hospital. The customer had not been changing the reservoir every three days but instead every four to five days as well as using expired insulin in the reservoir. The customer stated that she had not been sleeping for days due to medication. The customer expressed vomiting and losing consciousness as symptoms of the high blood glucose levels. The customer also mentioned an instance in which she fell and hurt her knee, elbow, and hand. The customer was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further reported.